Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the ICD was not changed out due to a product performance issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having problems with their implantable cardioverter defibrillator (ICD). The patient reported ¿feeling weird¿. Additionally, the patient reported the remote monitor was unable to send data; however, the database indicates the patient had sent a successful remote transmission and was referred to medical doctor. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.